Manufacturer narrative:
Liebel - flarsheim manufacturer report: product engineer: the attached test report, was performed as a result of a complaint. The sticky back mount was not to be used in this location, there are (4) mechanical holders installed in the rear panel for ty-rap mounting. The wrong mount was mistakenly used on this unit. This may be considered a isolated case, since when I questioned all assemblers about mounting this cable, they all knew to use the mechanical mounts. The report was duplicated. The indicated failure, although the led lights did not functions, it will not cause the unit to over temp out of control.

Event description:
Customer reports via phone: the led harness assembly is tye wrapped to the back panel. The stick mounts dried up allowing the cable to fall into the fan. Cut 2 of the 5 wires on this cable. The warmer box went into continuous heating. The temperature was over 104 degrees f when the technologist noticed. If this contrast would be injected, it would cause patient injury.